Event description:
The consumer via a manufacturer representative reported that the patient complained of shocking in their upper midline of abdomen. It happened with eating and drinking and with specific sitting and lying positions. There was no known trauma or damage to the device and the device was working properly on the patient's symptoms, but the shocking was an issue. The impedance was within range and all other readings looked proper. The action taken to resolve the shocking was that the voltage was reduced. It was unknown if the cause of the shocking was determined. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.